Event description:
Several electrodes showed high impedances. Re-implantation was done on (b)(6)2026.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.